Manufacturer narrative:
An investigation was done of the reported issue of heat shrink came off. Customer reported the unit to be from the lot no. 00170748. Summary of investigation can be found below. Investigation was done, sr. Quality engineer and r&d engineer participated. Manufacturing process was reviewed, there are no normal manufacturing conditions in it that would result in heat shrink came off as the one reported. It can be seen that heat shrink is separate from the unit, when reviewed heat shrink appeared not to have been shrinked correctly. Customer reports that heat shrink came off. Human mistake: which resulted in the reported unit not going into the oven for shrinking or not placed correctly in the tray that goes in the oven. Root cause analysis result is considered an isolated event. We will be monitoring in case an adverse trend arises.

Event description:
Heat shrink fell off into patient abdomen-no harm to patient.